Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 5dcd device was returned inside it's original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a rupture, the hole was noted to be from the outside in. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. A manufacturing record evaluation was performed for the finished device lot number 662c08, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, package was damaged and not sterilized when the device was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.